Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller indicated that the device serial number was added to the wrong patient and the caller was unable to correct it in the remote monitoring network patient profile. Informed the caller that a ticket would be created to accelerate the deletion of the patient profile and the correct information would need to be re-entered into the remote monitoring network. The network remains in use. There was no patient involvement.